Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pm5676, and no non-conformances were identified. Additional h3 investigation summary: an empty opened folder, a used needle and a suture piece of product code w9561, lot # pm5676 were received for evaluation. During the visual inspection of the needle, the swage area was noted crushed and due to this condition, the closure of the needle was opened, slightly marks were noted on this area that appears to be by use of the surgical instrument. The swage end on the suture was noted with correct insertion and sufficient epoxy. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cleft lip and palate procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle at the first suture. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.